Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during fifth inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.